Event description:
Complaint received from facility contact. Customer reports during use, a leak was noted between the tubing and luer lock. No further info available. No pt injury or med intervention.

Manufacturer narrative:
Similar incidents have been received for this product code, 2n3345. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA. The CAPA was opened 2/18/2005.